Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Three opened and or used enlite sensors were inspected and tested. Two sensors failed per specifications due to bent needle inside sensor base, unknown if customer received the sensors in said conditions since they were opened and or used. The remaining sensor passed per specifications with accurate readings.

Event description:
Customer reported that they were on medications and their blood glucose readings rose to over 400 mg/dl. Customer mentioned having issues with the sensor. Customer was noted hospitalized. No further information reported.